Event description:
It was reported that during a procedure using a dyonics whirlwind 90 degree probe, there was in error and the alarm was triggered upon connection. There was an hour long surgical delay while they located a backup device to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint was verified, but the root cause could not be determined with confidence. Since an e-5 error was experienced, this will generally cause the controller to produce an error and alarm. There are several factors that could contribute to an e-5 error. The rf controller may have been turned off following connection of the wands or source power may have been interrupted prior to wand activation due to the wands not showing any signs of activation. The rf whirlwind wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-5 error such as disconnecting the wands from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-5 error. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.